Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint could not be confirmed. The exact root cause was unable to be determined. The likely cause was determined to have been an obstruction to the distal tip preventing proper deployment of the components. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Event description:
The user facility reported that the sheath and angio-seal locator are inserted. The locator and guide are removed leaving the angio-seal sheath in place. They inserted the angio-seal and anchor into the angio-seal sleeve which clicks into place and then pull back with another click to set the anchor. They then pulled back the assembly until the suture stops it, however, they seen that the assembly disengages, the angio-seal sheath and the angio-seal were released, the system did not work. They removed the angio-seal and used manual pressure to close the arteriotomy. There was no patient harm.

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: angiography head of department. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.